Manufacturer narrative:
This report is being supplemented to provide additional information, based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. Corrected fields: d10: (inadvertently missed on the initial). The device was returned to olympus for inspection. And the customer's reported issue was not confirmed. No defects were observed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined, as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor screen sometimes disappear. The issue occurred during an unspecified procedure. There were no reports of patient harm.